Event description:
Technician alleged head of bed not going up or down electrically.

Manufacturer narrative:
Technician replaced head down valve and head up valve to resolve. Valves were contaminated.